Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tim20 was used. The clips advanced together, pack of two or three (double feed). There was no consequence to the pt.